Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative on 2020-jan-13, who reported they discussed/confirmed the information with the physician. After the lead revision, the patient had adequate pain relief. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on december 21, 2019. They reported they discussed/confirmed the information with the physician. The patient had first noticed the inadequate pain relief around (B)(6) 2019. The cause of the inadequate pain relief and why the lead was being revised was unknown. The rep just reported that the physician only moved the lead to a lower spinal level, and no devices were removed. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977c265, serial/lot #: (B)(4), ubd: 03-dec-2022, UDI#: (B)(4). Coding applies to the leads. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was going to have a lead revision on (B)(6) 2019 due to inadequate pain relief. No other information was reported; no direct device allegation was reported. No further complications were reported or anticipated.